Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the atrial lead exhibited loss of sensing and loss of capture. The lead was found to be dislodged. The lead was capped and replaced on (B)(6) 2015. The patient tolerated the procedure well and would continue to be monitored.